Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.